Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge, which was initially unsuccessful. Technical support then guided the customer in loading a new cartridge using the proper technique, allowing the resumption of insulin therapy. The issue was resolved.